Event description:
It was reported the device became stuck on a non-boston scientific guidewire. A 2.1mm jetstream xc catheter, along with a non-boston scientific guidewire, was selected for an angiogram and atherectomy procedure to treat peripheral artery disease (pad) in the patient's peripheral artery. During removal from the target lesion, the device became stuck on guidewire and loss of rotation occurred. The 2.1mm jetstream xc catheter was removed as one unit together with the non-boston scientific guidewire. The procedure was prolonged due to this device malfunction during removal. The treatment had been completed successfully prior to this device malfunction. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the device returned to boston scientific consisted of a jetstream atherectomy catheter. The device was visually and microscopically examined for any damage. Visual examination revealed that aspiration line is cut at the baton. Microscopic examination revealed no additional damages. Device to device interaction test was performed and a test guidewire was ablet o pass through without any issues. The housing was disassembled, and the small gear is still engaged with the larger gear. Functional testing could not be performed because the aspiration line is cut. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis could not confirm the failure to evacuate due to the cut line.